Manufacturer narrative:
An event regarding loosening involving an acetabular shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patient had a total hip replacement 25+ years ago. Patient came in for follow up with complaints of pain. X-rays revealed that the cup had moved. The patient was revised. Stem was stable. A new cup was implanted with screws. An mdm was utilized for additional stability. The operation was completed successfully. Update 29/october/2018: spoke to rep. Patient reported their primary was 25+ years ago with no revisions reported in the interim.